Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The extent of the device failure has not been fully documented by patient¿s treating medical provider(s). As a direct and proximate result of these malfunctions, the patient has or may suffer life-threatening injuries and damages and require extensive medical care and treatment. The patient has or may suffer and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The patient will require continuing monitoring of the filter to eliminate the risk of creating new clots. The patient will likely also require anticoagulation medications. The following additional information received per the patient profile form (ppf) indicates that the patient became aware of the alleged events five years and three months post implantation. The patient also reports to be suffering from fear, breathing issues and medical issues due to bleeding. According to the information received in the medical records, the patient has a history of pulmonary embolism (pe). The filter was placed prior to a gastric bypass. During the filter placement procedure via the right common femoral vein, the filter was deployed below the left renal vein. The patient tolerated the procedure well and no reported complications.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of pulmonary embolism (pe). The filter was placed prior to a gastric bypass. During the filter placement procedure via the right common femoral vein, the filter was deployed below the left renal vein. The patient tolerated the procedure well and no reported complications. The extent of the device failure has not been fully documented by patient¿s treating medical provider(s). The patient reports anxiety and bleeding. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Anxiety and bleeding do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review no product malfunction could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Event description:
Additional information received per a legal brief states that the patient experienced 3 mm vertebral perforation, tilting with the apex against the inferior vena cava (ivc) wall and a fractured strut.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, b5, g3, g6, h1, h2 and h6. As reported a patient underwent placement of an optease vena cava filter. Per the medical records, the patient has a history of pulmonary embolism (pe). The filter was placed prior to a gastric bypass. During the filter placement procedure via the right common femoral vein, the filter was deployed below the left renal vein. The patient tolerated the procedure well and no reported complications. The patient reports anxiety and bleeding. The filter remains implanted; thus, unavailable for analysis. Additional information received indicated that the patient experienced 3 mm vertebral perforation, tilting with the apex against the inferior vena cava (ivc) wall and a fractured strut. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU also states that filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the events has not been reported at this time and a clinical conclusion could not be determined as to the cause. Without images available for review the reported events could not be confirmed or further clarified. Bleeding was also reported and does not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and vessel characteristics. Anxiety is an emotion characterized by an unpleasant state of inner turmoil, often accompanied by nervous behavior, somatic complaints, and rumination. These symptoms of anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.